Event description:
It was reported that during patient hospital use, the ventilator circuit or the cannula was disconnected from the device. Reportedly, an alarm was generated and the ventilator was reconnected. A hypoxic condition was allegedly induced and the patient is reported to be in a coma. Additional information had been requested but not received.

Manufacturer narrative:
(B)(4).